Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.7.

Event description:
Device has been explanted.

Event description:
Additionally, healthcare professional reported "plug strap separated." Device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation and plug strap separated.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and implant exchange due to the patients concern with the product. Device remains implanted.